Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was staple formation and several staples were hanging on. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic radical resection of rectal cancer, during detachment of the rectum, after loading the handle and the reload correctly, the surgeon was able to press the green button, but the handle could not be squeezed and the device did not fire. A new handle and reload were then used, but after firing, the staples did not form a proper b shape, and several staples were hanging on in the reload that it could not be removed. A new device from a different manufacturer was used to resolve the issue.

Manufacturer narrative:
D10 concomitant medical products: egiaustnd endogia ultra univ std stap - (lot#p4e1003s); egiaustnd endogia ultra univ std stap - (lot#p4e1003s); egia60axt egia60 artic extra thicksulu - (lot#n4d2075y); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.